Event description:
A report was received that the patient's pocket site is too deep and the patient is having trouble charging. During the pocket revision, the physician noted that the ipg was flipped. The physician decided to replace the entire system, it was the physician's preference and no malfunction was suspected. The patient is doing well following the revision.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.